Event description:
It was reported that the battery was flipped inside the patient's body. It was suspected to be a 90 degree flip. The patient wiggled device so it would lay flat, but the device shut down, then turned back on. The patient wiggled the device again as it still felt out of place. The device shut down again and later "fired back up". The patient was referred to his doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3877-45, lot# 0205015612, implanted: 2011 (B)(6), explanted: na; lead: model 3877-45, lot# 0205203302, implanted: 2011 (B)(6), explanted: na; extension: model 37081-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension: model 37081-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na

Event description:
Additional information received reported that the device felt like it had not flipped completely over but on its side. The patient could reposition the device by laying a hand on it and jiggling it. The patient reported no symptoms relating to the event. No surgical intervention was required. The patient was doing fine.